Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light. The key failure is the operator valve has 190 ohms. As stated on the repair statement: per the independent repair center, the customer alleged problem is alarming or red light. The key failure is the valve operator valve has 190 ohms.